Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red skin irritation underneath the two ECG electrodes under each of the patient's arms. The patient used cortisone cream per their physician's instruction; the irritation cleared up.